Event description:
The aeon¿ endoscopic stapler consists of a handle and reload. During a esophagectomy procedure, an aeth160 handle was used along with an aesr60p reload. After the firing, the reload could not be retracted. The tissue was able to be removed from the reload, resulting in a minor injury. No additional surgery was necessary. The patient received endovac therapy, no further patient harm was reported.